Event description:
It was reported that the target lesion was located in the right coronary artery (rca), which presented intensive tortuosity and intensive calcification. During the crossing attempt, the physician applied force due to the condition of the lesion and the distal shaft separated. The separated portion was able to be retracted from the anatomy without intervention. No adverse patient effects were reported. Another stent was used to complete the procedure with success. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that force was applied when resistance was met in the lesion. It should be noted that the xience prime everolimus eluting coronary stent system (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely the application of force bent/kinked the shaft, which weakened the material and contributed to the shaft separation/detachment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.